Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 132, 194, 146, 127 and 164 mg/dl. Customer reported complaint using 2 different vials of test strips: internal report reference number: (B)(4). Customer was unable to confirm which results were obtained using which vial of test strips. The customer¿s expected blood glucose test result ranges are 99-127 mg/dl am fasting and 109-127 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated he had contacted his doctor on (B)(6) 2025 (customer were using both bottles of test strips). The customer spoke with the nurse, and she recommended him to contact the manufacturer. No changes were made to his medical treatment plan. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room and test strips had been open less than one month ago. Customer had discarded this vial of test strips and was unable to provide lot information. The meter memory was reviewed for previous test result history: result 1: 132mg/dl, date: on (B)(6), time: 10:31pm, fasting, result 2: 194mg/dl, date: on (B)(6), time: 10:29pm, fasting, result 3: 104mg/dl, date: on (B)(6), time: 11:48am, fasting, result 4: 126mg/dl, date: on (B)(6), time: 9:41pm, fasting, result 5: 99mg/dl, date: on (B)(6), time: 8:14pm, fasting, result 6: 146mg/dl, date: on (B)(6), time 9:50pm, fasting, result 7: 127mg/dl, date: on (B)(6), time: 9:48pm, fasting, result 8: 164mg/dl, date: on (B)(6), time: 9:46pm, fasting.